Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification as no address on file for customer.

Event description:
Consumer reported complaint for hi blood glucose test result. Daughter is calling on behalf of the customer. Customer has just been diagnosed with diabetes and was new to performing blood test; daughter was instructed on how to use the meter, customer performed a blood test and obtained the test result of hi. Customer had not taken her insulin yet and was feeling shaky. Daughter was going to call 911 and could not continue with the troubleshooting process. No further information was able to be obtained.